Event description:
In 2004, the hospital perfusionist contacted the manufacturer reporting a problem with a power base unit (pbu). The perfusionist stated that the pbu was having low power alarms and giving a shock when you would touch it. The hospital is returning the pbu to the manufacturer for analysis. There was no effect on the pt. The pt remains on lvad support while awaiting a heart transplant.